Event description:
Per rep: during a scheduled revision surgery for a (B)(6) mandible reconstruction bar, surgeon was removing screw and the screwhead sheared off. Shaft was recoverable, but screwhead was dropped on floor and lost.

Manufacturer narrative:
Investigation in progress, but not yet complete.